Event description:
False positive result (s). Series of flowflex covid tests appear to have returned false positives. MDR#mw5111184.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2010097 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retention samples from cov2010097 met the qc criterion and the issue was not found with the retained samples. The complaint is not verified.